Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient has a driveline infection and is being treated with antibiotics. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information: a correlation between the device and the reported driveline infection could not be conclusively determined. A cause for the infection is not determined and the patient remains ongoing on pump support. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists infection as a potential adverse event that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the hospital personnel reports that the patient continues to experience chronic driveline infection. The patient would be on lifelong antibiotics for suppression of the driveline infection and would remain with the treatment as long pump support remains ongoing. The driveline infection is controlled for the time being and no cause for the infection is identified. The patient is currently on hold for a transplant.